Event description:
During radiation treatment, the therapist noted that the usual data of treatment (dose rate, mu's, couch position updates or procedure time) were not visible on the os display, even though the rad on indicators were active. The treatment was then stopped at approximately the 4 minute mark, but the system did not mark the treatment as interrupted. When the treatment was re-run, instead of it started at the approximately 4 minute mark, the entire treatment was delivered. The patient received the first approximately 4 minutes of the treatment twice. The customer confirmed this event did not result in patient injury.

Manufacturer narrative:
Design anomaly in sw 2.4 and 3.xx. Urgent medical device notification. Evaluation to be provided in follow-up report.